Manufacturer narrative:
(B)(4).

Event description:
The pt had increased spasticity and tone and itching which was an indication of baclofen withdrawal. The severity of the event was noted to be "moderate". On (B)(6) 2010, they were unable to aspirate fluid; there was no free flow of csf. On (B)(6) 2011, the catheter was replaced. The pt recovered without sequelae.